Event description:
A surgeon reported that during a vitrectomy procedure, the trocar cannula came out of the patient's eye when the probe was moved. The case was continued after replacing the trocar cannula with another one. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
Samples are being returned and have not been received for evaluation. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to manufacturer's acceptance criteria. The root cause is unknown at this time. (B)(4).